Event description:
Freestyle libre 3 + diabetic glucose monitor sensor I started using the freestyle libre 3 plus on the (B)(6) 2025. She was previously using the freestyle libre 14 day sensor. The freestyle 14 day sensor was not always perfect, but it was fairly accurate. The doctor suggested that I switch to the newer freestyle 3 plus sensor, since it reads continually. With the new freestyle libre 3 plus she is getting readings as much as 90 points low compared to a blood glucose finger stick meter. I am on my 3rd freestyle libre 3 plus sensor in less than 12 days and need to change the current sensors again due to false low reading. I have called abbott 2 times and need to call again today. I am currently waiting for 2 new freestyle libre 3 plus sensors from abbott. Today I will call again about another faulty sensor. Not sure why these sensors do not work for me. The 14 day sensors worked pretty well. Sensor 1 freestyle libre 3 + sn (B)(6) my first freestyle libre 3 plus sensor placed on my arm (B)(6) 2025. The 3 plus is a new sensor and a new app for me. I was using the freestyle 14 day sensor and the app for the 14day sensor. Both the sensor and the app are new to me. I first noticed problems on the (B)(6) 2025. I compared the sensor to a finger stick. The freestyle libre 3 plus was reading 90 points lower than the my blood glucose finger stick meter. Sensor 2 freestyle libre 3 + sn (B)(6) called abbott's customer service (B)(6) on the (B)(6) 2025 about 1:30pm. My sensor was reading 90 points low compared to finger stick. Freestyle app would alarm and showed a reading of 54. I had no signs of low blood sugar. Called freestyle libre abbott and they will send a new sensor. I replaced the sensor with a new sensor after the phone call on (B)(6) 2025 at 2:03pm. I will send back the old sensor to abbott. Now I am waiting for 2 new freestyle 3 plus sensors. Today is (B)(6) 2026 sensor 3 freestyle libre 3 + sn (B)(6) today is (B)(6) 2026 I am on my 3rd freestyle 3 plus sensor the new sensor is reading 40 to 60 point low when compared to a finger stick. I had done 3 or 4 comparisons since the new sensor. Will call abbott today. I compared the serial numbers on the abbotts internet site for recalled sensors, and they say all of the freestyle libre 3 plus sensors that I have should not be a problem. Sensor 4 freestyle libre 3 + will replace today due to low readings. This is very frustrating. Compared freestyle libre 3 plus app reading to blood glucose finger stick meter. (B)(6) phone (B)(6) or (B)(6). Pt code: 1905. Device code: 2460. Ref reports: mw5181945 and mw5181946.